Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #:(B)(6), ubd: , UDI#: 00763000241988 this regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for 033:non-malignant pain. It was reported that patient reports a blank screen when trying to wake up controller. Patient needs to reset the lithium battery for the controller to power up. No patient harm reported. The patient has been having an issue w/ controller not turning on unless removing the lithium battery. This has happened twice in the past 2 weeks and then today. Rep was not notified a few weeks ago with controller issue but resolved after resetting the battery so did not report at the time. Yesterday patient reached out to report repeated occurrence. Today the caller did report the controller charge level was empty. Patient has not recharged controller since sunday (B)(6). Caller attempted to recharge his ins the following (B)(6) and the issue occurred again (had to remove the lithium battery to reset controller). Currently, the patient the patient's ins is depleted due to "no device found" message noted on (B)(6) and will be instructed to recharge the ins after charging current controller. Mdt rep inspected the lithium battery and controller pins with no issues noted. Requesting replacement of controller and lithium battery.